Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Sample has been evaluated and observed pinched inflation lumen and external dent mark at location of pinch. The lumen appeared to have been clamped off. Dissected the catheter and found the pinched has cause collapse lumen. However, the exact cause on how and when problem occurred could not be determined. Potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen/user mishandling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flow out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water onto the inflation lumen to inflate the balloon." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was difficult to inflate. The catheter shaft inflated during infusion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate. The catheter shaft inflated during infusion.